Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the last calibration performed on 07-feb-2024; the results were within specifications. The investigation reviewed the qc recovery; the results were within specifications. The field service engineer (fse) inspected the analyzer and determined the event was caused by the sample probe that needed to be replaced. He then replaced the sample probe. He found the retainer ring for the cuvettes slightly elevated damaging the sample probe. He verified the adjustments and performed mechanism checks with acceptable results. The customer performed qc with acceptable results.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The reporter did not believe the initial result prompting the rerun of the patient sample. The initial result was 5.64 mg/dl. The repeat result was 176 mg/dl. The repeat result was deemed correct.